Event description:
Upon receipt of the facilities MDR, skytron contacted our distributor in the maryland area, (B)(6). They immediately dispatched their service manager to the facility to inspect the table and interview the facility's bio-technician. The staff at the hosp moved the head section from the back and installed it on the foot section. After inspection it was determined that the table was missing the critical locking knob used to secure the head section to the foot area. Both (B)(6) and the hospital's bio-tech inspected the remaining tables and found that some of them also were missing the locking knobs that is necessary to secure the sections. If one or both of the locking knobs are missing, or are not tightened properly, the head section will not be secure or operate as designed. The table was not removed from service and (B)(6) was never informed of this issue until we received the MDR from the facility. To date the table is still in service.